Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient's controller displayed the "replace generator soon" message. It is unknown if the message displayed prematurely. Surgical intervention may be pending to address the issue.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.

Manufacturer narrative:
Correction: additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.